Manufacturer narrative:
Additional gore® tag® device captured on this report: sn: (B)(6). UDI: (B)(4). Catalog: tgmr373720j. H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation conclusions code d1102: according to the gore® tag® conformable thoracic stent grafts with active control system instructions for use, if overlapping devices of the same diameter, overlap by at least 5 cm. Reportedly, the area of overlap between the devices was just short of 5cm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system (same diameter). Reportedly, the overlap site length of these gore® tag® conformable thoracic stent grafts with active control system was 4 -5 mm. On (B)(6) 2023, a CT revealed a type iii endoleak from the overlap site. On (B)(6) 2023, a reintervention was performed. A gore® tag® conformable thoracic stent graft with active control system was implanted to reline the overlap site. Then, it was confirmed there was no endoleak. The patient tolerated the procedure. The physician stated that the overlap site length of same diameter devices might have been a bit short. Reportedly, the area of overlap was 4 to 5 cm.